Manufacturer narrative:
Remaining information was unattainable from the customer. Investigation in-process and will be filed in a supplemental report when completed.

Event description:
During the procedure, the tip of the dilator broke off in the patient. The doctor was able to pull it out. No patient harm.